Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/06/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/19/2015 with the following findings: a review of the pump¿s black box data revealed pump reboots. The battery compartment was cracked. The battery cap had stripped threads, and was unable to secure onto the pump. The pump could not maintain an electrical connection with the returned battery cap, and a test cap was used to complete the investigation. The pump was exercised for 24 hours with the test cap, with no power interruptions or duplicated alarms. Unrelated to the initial complaint, the display screen was dim and discolored.